Event description:
Caller reported that the t: slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump after troubleshooting attempts failed, including trying different adapters and cables. Customer will continue using the current pump as backup therapy and was informed of the replacement process, including return instructions for the problematic pump and training on the new device.